Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported a loss of suction occurred during lasik flap creation. Patient interface was exchanged and a double (second) pass was performed with no patient complications.

Manufacturer narrative:
Logfile review shows during preparation of the 7th treatment, the user had trouble getting valid suction values before the treatment was cancelled during canal cut due to warning message. This message was prompted due to a too low value for suction two after the system already accepted the values. After that the user shut down the system due to error. Finally, turn key switch to off and call service!' Showed. During the second start up, the vacuum check, the energy check and the ablation check were performed successfully without issue. The user restarted the aborted treatment and completed it without problems. During the complete day, the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no other issues and also the vacuum and energy stayed stable. No technical problem. Most possible root cause for the reported problem is caused by the handling of the user. (B)(4).